Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's daughter in law reported via phone call that customer was hospitalized for a non-diabetic related surgery. Customer's blood glucose was 316 mg/dl. Customer's blood glucose was 432 mg/dl while in the hospital. During troubleshooting, device passed the high pressure test. After troubleshooting, customer will not be returning the device for analysis.